Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion set cannulas were kinked leading to high blood glucose on (B)(6) 2024. The infusion set was in use for 3 hours after insertion. The location of site was abdomen. High blood glucose was addressed using correction injection via mdi. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.